Manufacturer narrative:
Lead: model 3889-28, lot# v294708, implanted: (B)(6) 2009, explanted: na. Programmer: model 7434a, serial# (B)(4).

Event description:
The patient experienced an electric shock down her right side. The shocking was intermittent and mostly occurred while she was bending. In her physician's office today the shocking could not be replicated with palpitation of the ins or with having the patient bend over. The shocking started following a fall a couple months ago. The impedance measurements were normal. The patient was in fair condition. Additional information has been requested.